Event description:
The customer reported segment failures on the display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using lab stock batteries. The unit obtained readings and alarm alert conditions were functioning. Obtained readings were impeded by a missing led segment. Internal inspection showed an open on the failed led segment on d2 on the instrument board.a service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported segment failures on the display. No patient impact or consequences were reported.